Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 37 mm attune flexible adjustable annuloplasty ring was implanted as part of a mitral annuloplasty. On an unknown date, thrombus formation was noted on the annuloplasty ring. The patient was prescribed coumadin and is reported to be stable.